Manufacturer narrative:
A lot number was not supplied. Therefore, a review of the DHR (device history record) could not be conducted. No sample has been received for evaluation. A root cause has not been determined. (B)(4).

Event description:
A surgeon reported that the infusion cannula did not hold the non-valved infusion trocar during a procedure; there was no resistance while inserting the infusion cannula into the trocar, and it was only held in by it's own weight. It was noted that the infusion cannula did not come out of the eye, however, it was able to move freely. The case was completed uneventfully with the same product. There was no harm to the patient.